Event description:
During routine check of the bvs console, the console went into emergency system operation. There was no pt involvement. Field service examined the console and could not duplicate the problem.